Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure, the loop retriever of the set meniscus mender was disassembled between head and shaft when the package was opened. The procedure was successfully completed without surgical delay using a competitor device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device drawings found a stress relief collar is now attached at the connection between the shaft and the hub of the suture capture loop. This design change was implemented as a result of a corrective action initiated to address the reported issue. A visual inspection of the returned device found that it is not in its original packaging. One suture loop is separated between the hub and shaft. The other pieces of the set are intact. The complaint was confirmed, and the root cause was associated with device design. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A corrective action for this failure mode is in place.

Manufacturer narrative:
Internal complaint reference: (B)(4).